Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The 3.00 x 12mm trek rx device referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery. During pre-dilatation, a 3.00 x 12mm trek balloon dilatation catheter (bdc) ruptured at 12 atmospheres (atm). A second attempt to dilate the lesion was made using a 3.50 x 8mm trek bdc; however, the balloon ruptured as well at 18 atm. No further attempts were made to dilate the lesion. The procedure was successfully completed with an unspecified stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.